Event description:
The complainant reported a hematoma was noted at the groin site shortly after arrival to the intensive care unit from impella cp placement. Manual pressure was held and heparin drip was stopped and on hold. The next day, the patient had slight oozing at the site without hematoma. It was further reported that on day six of impella support, the patient had a percutaneous coronary intervention procedure and was complaining of severe abdominal pain and became less responsive. The family decided to make the patient do-not-resuscitate and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding is determined to be patient movement since the hematoma appeared upon transferring to the intensive care unit. B.2 revised as required intervention to prevent permanent impairment/damage was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25501. H.6 code 1888 was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-25501.